Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of oversensing noise and lead damage were reported to abbott and confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures. Hi-pot testing was performed and noted shorting between the inner coil to ring electrode and ring electrode to right ventricular vectors. The lead was dissected and found an internal abrasion underneath the right ventricular shock coil at 58.4 ¿ 58.5 cm and 58.6 ¿ 58.7 cm from the connector pin breaching the ring electrode cable lumen. The ring electrode cable lumen was dissected to examine the insulations beneath and found the inner coil lumen, ptfe liner, and both etfe coating of the ring electrode cables were abraded in the same region. The cause of the reported events was isolated to the abrasions found underneath the right ventricular shock coil.